Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause of the b30 scope communication error could not be determined. The noisy image/no viewable image issue was likely due to a broken image sensor caused by physical stress; however, a definite root cause could not be determined. The results of the investigation of the channel clog could not determine what the foreign material was; however, since the insertion section of the subject device was non-olympus, reprocessing performance could not be guaranteed. The subject device was repaired by a third party. The following information is stated in the IFU (instructions for use) which may help to prevent the no image issue: precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system :¦inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. The following information is stated in the IFU (instructions for use) which may help to prevent the foreign material issue: inspection of the instrument channel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a b30 scope communication error and no image. The issue was found during an unknown procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of scope communication error and no image was confirmed. The device evaluation found there was no data transmission, non-olympus parts were installed on the device with cracks and damages. A non-olympus bending cover section was loose and missing glue. The light guided lens was sunk in, light guide bundle had broken. They were unable to perform the suction flow test due to foreign materials being stuck inside the channels. The forces were blocked with foreign materials in the channels. The camera switches 1-4 were not working, excessive red, green, blue with no viewable image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.